Event description:
On may 17, 2000 this pulse oximeter was received in co's facility and forwarded to failure investigation for a routine repair. Upon testing it was discovered that the n20 would intermittently provide high, low, or normal readings.